Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited a gradual rise in pacing impedance measurements and was found to be high out of range. Additionally, the lv lead also showed high capture threshold. No changes or intervention were reported; the lv lead remained implanted. There were no patient consequences.